Event description:
After moving the pt to the extracorporeal shock wave lithotripsy (eswl)table, the eswl table failed to function. The biomedical engineering was called. The biomed engineers were unable to fix the table. The surgical case was cancelled by the physician. The pt was removed from the eswl table and transferred to pacu for recovery. The eswl table had worked for first case the same day. The table drive fuse was blown. After replacing the fuse,the new fuse would blow with table drive command. Placed a call to (B) (6) (system under contract). (B) (6) then called ge for service. There was a delay due to the holiday. Clinical engineering continued to trouble shoot. A bad drive motor was identified. A new drive motor was installed and tested. The defective motor was returned to (B) (6).the MFR response is that the motor is to be repaired.